Event description:
Customer reported issues with the buttons of the insulin pump. Customer states that the esc button is unresponsive. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube window.